Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that their insulin pump did not alarm them of their low blood glucose level. Customer also reported issue with power loss. Blood glucose level at the time of incident was 52 mg/dl and was treated with juice. Auto mode feature was in use at the time of incident. Troubleshooting occurred but did not resolve the no low blood glucose alarm. Product will return for analysis.

Manufacturer narrative:
No device problem found. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.